Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti l/p 6 cf int wosp att sl. Prior to the port placement procedure, on opening the kit, abnormality is found at the level of the catheter body of the port which has a strange spiral-shaped memory and considered faulty. It is not used, as are the remaining kits from the same batch, which present the same problem. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: a total of eight (8) powerport MRI isp implantable port kits were received for evaluation and two electronic photos were provided for the review. The first photo shows the product label in which product details was mentioned and verified with tw details. The second photo show's complete view of catheter in which catheter appeared to be deformed as bents were observed throughout it. Visual evaluation was performed on the returned devices. Samples 1, 2, 3 & 7 were received unsealed and appeared to be clean. The catheter within the product tray appeared to be deformed as bents were observed throughout. Samples 4, 5, 6 & 8 were received sealed and was unsealed for further evaluation, components within the tray were inspected and the catheter within appeared to be heavily knotted together. Upon unknotting the catheter, distinct curvature was noted throughout the catheter. What appeared like multiple bents were noted throughout the catheter and appeared to be deformed. The manufacturing evaluation site states, image displayed a chronoflex catheter, identified as the component to be evaluated, positioned on a flat surface. A closer inspection revealed slight kinks and minor deformations along the catheter body, as well as a minor kink at the distal tip of the catheter. The review in the manufacturing process indicated that this defect is caused during process of placing the catheter inside the tray and sealing. Therefore, the investigation is confirmed for reported material deformation issue for all the 8 samples as more specific deformation due to compressive stress (kink) was identified during evaluation. The cause of condition was related to manufacturing. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti l/p 6 cf int wosp att sl. Prior to the port placement procedure, on opening the kit, abnormality is found at the level of the catheter body of the port which has a strange spiral shaped memory and considered faulty. It is not used as the remaining kits from the same batch had the same problem. There was no patient contact.